Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was experiencing discomfort at their pocket site, but unknown when it started. It was stated that they were slated to have a revision procedure on (B)(6) 2019 to move the ins to their abdomen for comfort reasons. Device labelling was reviewed. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that the healthcare provider had not yet decided what actions or interventions to take to resolve the discomfort. No further patient complications were reported.